Event description:
It was reported the patient was unable to put the ipg into MRI mode due to low impedances. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. All issues resolved post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.